Event description:
During primary surgery, the patients proximal femur was fractured. The doctor felt the implant was larger than the broach. He feels the tolerances between broach and implant on smaller sizes is too broad.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the stem provided product and lot combination since release for distribution. A manufacturing lot for the associated broach was not provided. The products were reportedly available for examination. It was later communicated they were discarded. The allowed dimensional size difference between stem and broach is not different on smaller to larger sized devices within the tri-lock system. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.